Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 07/14/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed the lens with one haptic damaged. The customer's reported complaint for lens torn was verified. However, the lens was cut in half by the surgeon to remove the lens from the eye. Therefore, it was not possible to identify if the lens was torn prior to the surgeon cutting it in half. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: not applicable as the lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was noticed torn once it was inserted into the patient's eye. Reportedly, the lens was cut in half, and removed from the eye with no incident. The incision was not enlarged. A new lens was implanted as a replacement. No further information was provided.